Manufacturer narrative:
Patient information was requested and was not provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed low o2 supply. The customer reported there was patient involvement with no harm to the patient.